Manufacturer narrative:
Additional device listed in this event: catalog: 6570-0-436 description: delta v-40 ceramic head 36/-2,5 lot: 65907703. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr (B)(6) reports patient (B)(6) a status post left total hip done on (B)(6) 2018 has some wound drainage and he wanted to open it do an I&d as well as change the liner and head. The procedure was performed without incident and the liner and head were exchanged.